Event description:
Allegedly, patient suffering from mom complications. Right additional information received from litigation on 05/03/2018. Allegedly the patient was revised due to pain; elevated cobalt level and potential pseudotumor; trunnionosis.